Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin was fizzy with air bubbles. Customer's blood glucose was 138 mg/dl. Customer mentioned there were air bubbles in the reservoir. Customer was unable to fill the reservoir. After troubleshooting, customer will not be returning the reservoir for analysis.